Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: the device related to the reported events rupture and capsular contracture was received on mar 27, 2026 with lot number 221819. Per the investigation procedure, the device is analyzed through visual inspection microscopic inspection if openings are observed and a weight verification. Per the analysis performed, the assessments of the complaints and any potential manufacturing issue are displayed along with any further actions required: ¿ rupture: observed an opening through microscopic inspection assessed as fold flaw opening. No further actions are required as it is not related to the manufacturing process. ¿ capsular contracture: unable to observe through visual inspection as it is a physiological phenomenon. None of the other observations performed during the device analysis ( creases, wear abrasion and non-penetrating nicks) are found to be potentially related to the manufacturing process, and, therefore, no further actions are required for these observations. Additional, changed, and/or corrected data: d.1., d.4., d.9., h.2., h.3., h.4., h.6., h.11.

Event description:
Patient reported "hardness". Healthcare professional later reported "found to be ruptured" and "capsular contracture" baker grade unknown. Capsulectomy was performed. This record is for the right side. The device has been explanted.

Manufacturer narrative:
Continued d4 (device information): mcghan manufactured silicone device. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture grade unknown, rupture.

Event description:
Patient reported "hardness". Healthcare professional later reported "found to be ruptured" and "capsular contracture baker grade unknown". Capsulectomy was performed. This record is for the right side. The device has been explanted and replaced.